Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to a knot at the suture line that looks like the click anchor. The patient doing well postoperatively. Explanted device was returned as it was kept by the facility.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to a knot at the suture line that looks like the click anchor. The patient doing well postoperatively. Explanted device was returned as it was kept by the facility.

Manufacturer narrative:
Correction to fu #1 MDR in blocks b5 and h6.

Event description:
It was reported that the patient underwent explant procedure and was doing well postoperatively. Explanted device was returned per facility policy.